Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd syringe, the needle pierced the shield after recapping. This lead to a dirty needlestick injury. The following information was provided by the initial reporter: "father was giving son a b-12 shot with u-100 insulin needle, he replaced the orange cap and the needle pierced cover and was at a 45 degree angle and father received a needle stick injury."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using an unspecified bd syringe, the needle pierced the shield after recapping. This lead to a dirty needlestick injury. The following information was provided by the initial reporter: "father was giving son a b-12 shot with u-100 insulin needle, he replaced the orange cap and the needle pierced cover and was at a 45 degree angle and father received a needle stick injury."